Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (8 mg/ml at 0.5 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a routine catheter dye study on (B)(6) 2021 in which the catheter would not aspirate. There were no known issues that may have led or contributed to the issue. The patient was scheduled for a routine pump replacement on (B)(6) 2022 and the catheter was also replaced. The patient's weight was asked but unknown. The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot/serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 26-oct-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.